Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported a missing the tubing channel label which was observed during a visual inspection as missing direction of flow labels. The direction of flow labels was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a missing tubing channel label. There was no patient involvement. No additional information is available.